Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth was not provided. The expiration date of the device is not known as the device lot number documented was not correct. The lot number is not available. The initial reporter phone and email address was not available / reported. The device manufacture date is not known as the device lot number documented was not correct. The lot number is not available. [Conclusion]: the event was reported via the excelent study. The 18-year-old female patient with a history of lupus presented with a witnessed stroke on 12-jan-2021 with a modified treatment in cerebral ischemia (mtici) score of 2a, an nih stroke scale/score (nihss) of 5, and a modified rankin scale (mrs) score of 0. The patient underwent an endovascular mechanical thrombectomy procedure using a 5mm x 37mm embotrap iii revascularization device (et309537 / 20y122av) on 13-jan-2021. The suspected origin of embolism was of undetermined etiology. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The first pass made with the embotrap iii device at the left m2 segment of the middle cerebral artery (mca) (1 min incubation) resulted in an mtici score of 2a with no clot retrieval. The second pass made with the embotrap iii device at the left m1 (1 min incubation) resulted in an mtici score of 2a with no clot retrieval. The third pass made with a preset 5mm x 40mm thrombectomy device (phenox) at the left m1 (1 min incubation) resulted in an mtici score of 3 with clot retrieval on the stent retriever. The previous device was changed due to a persistent clot. All passes were made via a 0.021-inch rebar¿ 18 microcatheter (medtronic) and a cello¿ 8f balloon guide catheter (medtronic). There were no reported intraoperative complications or study device deficiencies. 24-hour post-procedure nihss score was 17. On 13-jan-2021 the patient experienced left m1 re-occlusion, which was not treated. The pi assessed this event as moderate in severity, serious, and not related to the device or the procedure. The event was resolved on 24-mar-2021 and the patient recovered with sequelae. The event required in-patient hospitalization or prolongation of existing hospitalization and the patient was discharged to a rehabilitation center on 07-feb-2021. On 18-jul-2022, additional information was received. The information indicated that the lot number provided 20y122av is the lot that was written in the source, ¿there is no sticker left of the device so no way to know the actual [lot] number. The site has been instructed to keep the labels for the next phase.¿ regarding what the principal investigator (pi) thought may have caused the left m1 re-occlusion, the information indicated that ¿due to limited time, this was not address. The sc would follow-up with the pi this week.¿ it was confirmed that no medical and/or surgical intervention was taken for the reported left m1 re-occlusion. The sequelae was right hemiparesis. Based on complaint information, the device is not available to be returned for analysis. The lot number provided was not a correct lot. Per additional information, it was the lot documented in the source. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Arterial re-occlusion is a known potential complication associated with acute ischemic stroke cases despite successful endovascular mechanical thrombectomy. According to the referenced literature, predictors of early re-occlusion after initially successful thrombectomies were higher platelets on admission, pre-stroke functional dependency, missed residual thrombotic fragments or stenosis at the primary occlusion site, and stroke of undetermined or another specified pathogenesis. Per the pi¿s assessment, the device performed as intended and the reported outcome is not related to the device or the procedure. However, the event occurred during the procedural use of the device and the relationship of the embotrap iii device to the reported event cannot be excluded. Therefore, this event is considered serious and MDR reportable. In addition, this event prolonged the patient¿s hospitalization, and the patient recovered with sequelae. Reference: predictors of unexpected early reocclusion after successful mechanical thrombectomy in acute ischemic stroke patients originally published18 sep 2018 https://doi.org/10.1161/strokeaha.118.021685stroke. 2018; 49:2643¿2651 as part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the excelent study. The (B)(6) female patient with a history of lupus presented with a witnessed stroke on (B)(6) 2021 with a modified treatment in cerebral ischemia (mtici) score of 2a, an nih stroke scale/score (nihss) of 5, and a modified rankin scale (mrs) score of 0. The patient underwent an endovascular mechanical thrombectomy procedure using a 5mm x 37mm embotrap iii revascularization device (et309537 / 20y122av) on (B)(6) 2021. The suspected origin of embolism was of undetermined etiology. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The first pass made with the embotrap iii device at the left m2 segment of the middle cerebral artery (mca) (1 min incubation) resulted in an mtici score of 2a with no clot retrieval. The second pass made with the embotrap iii device at the left m1 (1 min incubation) resulted in an mtici score of 2a with no clot retrieval. The third pass made with a preset 5mm x 40mm thrombectomy device (phenox) at the left m1 (1 min incubation) resulted in an mtici score of 3 with clot retrieval on the stent retriever. The previous device was changed due to a persistent clot. All passes were made via a 0.021-inch rebar¿ 18 microcatheter (medtronic) and a cello¿ 8f balloon guide catheter (medtronic). There were no reported intraoperative complications or study device deficiencies. 24-hour post-procedure nihss score was 17. On (B)(6) 2021 the patient experienced left m1 re-occlusion, which was not treated. The pi assessed this event as moderate in severity, serious, and not related to the device or the procedure. The event was resolved on (B)(6) 2021 and the patient recovered with sequelae. The event required in-patient hospitalization or prolongation of existing hospitalization and the patient was discharged to a rehabilitation center on (B)(6) 2021. On (B)(6) 2022, additional information was received. The information indicated that the lot number provided 20y122av is the lot that was written in the source, ¿there is no sticker left of the device so no way to know the actual [lot] number. The site has been instructed to keep the labels for the next phase.¿ regarding what the principal investigator (pi) thought may have caused the left m1 re-occlusion, the information indicated that ¿due to limited time, this was not address. The sc would follow-up with the pi this week.¿ it was confirmed that no medical and/or surgical intervention was taken for the reported left m1 re-occlusion. The sequelae was right hemiparesis.